Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Concomitant medical product. Unknown competitor device (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.